Event description:
Reported as "pump rotor never restarted after placed on 'stopped pump' mode. Stopped pump mode was for approx. 14 hours.

Manufacturer narrative:
02/03/1998: h6-primary finding of device analysis revealed motor stall due to broken motor gear.